Event description:
It was reported that during an interventional procedure, wire movement occurred. The lesion being treated was located in the left anterior descending artery. Ivus was being done concurrently. During rotational atherectomy with the rotalink plus, wire movement was noted. The physician questioned whether the brake of the rotalink advancer was securely holding the wire. The procedure was successfully completed with this device and no pt complications were reported.

Manufacturer narrative:
(B)(4).